Event description:
It was reported that the ventilator was used on a pt since 2008. The unit was usually operated by ac power. Only when transferring from room to room, the unit was run by internal battery. On the following month, when the nurse was trying to switch back from internal battery to ac power on a pt, the unit suddenly stopped ventilating and indicated "device alert" with audible alarm at the same time. When the ht50 was powered off and back on again, the ventilation worked normally. So, the ht50 was being used for the pt until the alternate ht50 was arrived to the hosp. The pt was ambu bagged while this incident was happening. However, there was no injury to the pt.